Manufacturer narrative:
Section h6: additional information.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported anemia could not be conclusively determined through this evaluation. In addition, a direct correlation with (B)(6) could not be conclusively established. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient experienced anemia with hemoglobin (hgb) at 6.8 g/dl (13.0-17.5); hematocrit (hct) at 21.1% (38.9-50.3); iron at 37 mcg/dl (50-150); and total iron-binding capacity (tibc) at 178 mcg/dl (250-400). Patient received 2 units of packed red blood cells (prbc). On (B)(6) 2019, hgb was 7.4 g/dl; hct was 22.8%. Patient was transfused with 1 unit prbc. Patient was stable and discharged on (B)(6) 2019. No additional information was provided.